Event description:
Smoke developed due to an overheated electrical choke in the gradient cabinet and the fire department was called in. A firefighter with a respirator was caught by the magnetic field and drawn into the magnet bore. The magnet was quenched and the firefighter was removed.